Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years post stent deployment, a segment of the stent fractured. No other information was provided at this time. Patient status is unknown at this time.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: patient had a history of calcified atherosclerotic plaque in the right and left carotids. Patient also had history of moderate focal calcified arteriosclerotic plaque involving the origins of the right innominate artery and left common carotid artery. A biliary stent was deployed at the right innominate artery successfully. Patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that a biliary stent was deployed at the right innominate artery successfully and the patient was hemodynamically stable at the conclusion of the procedure. Based on the medical records, stent fracture cannot be confirmed. Labeling review: the current IFU (instructions for use) states: indication: the valeo biliary stent is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree. Warnings: the safety and effectiveness of this device for use in the vascular system have not been established. Should unusual resistance be felt at any time during the insertion process, do not force passage. Stent delivery: confirm optimal stent apposition using standard techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post stent deployment, a segment of the stent fractured. No other information was provided at this time. Patient status is unknown at this time. New information received from medical records. It was reported that a biliary stent was deployed successfully in the right innominate artery for history of moderate focal calcified arteriosclerotic plaque involving the origins of the right innominate artery. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. No additional information provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual inspection: as the sample was not returned, a visual inspection could not be performed. Functional/performance evaluation: as the sample was not returned, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the balloon expandable stent might have been placed in the patient's heart. Per the IFU (instructions for use), "the valeo balloon expandable biliary stent is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree." It is unknown whether a possible off label usage of the device contributed to the stent fracture. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current valeo balloon expandable instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.